Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the yellow connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: -accumulated stress over time which caused the connector to get loose -unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment. ¿.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse found one yellow connector broken in the tub. The fse replaced the connector. The equipment was repaired and verified per the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported a broken yellow connector in the basin of the endoscope reprocessor. No patient involvement or impact to patient care was reported.